Event description:
It was reported that during a knee arthroscopy procedure using a ambient super multivac 50 ifs wand, the wand showed an error message upon plug in and would not activate. The surgeon opted to complete the procedure using a competitive device. There were no delays or patient complications reported as a result of this event.